Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for follow up in clinic, few mode switch episodes were noted due to atrial flutter. Multiple mode switch episodes noted due to noise on atrial lead and the noise was reproducible. Programming changes were discussed. The patient was asymptomatic and did not experience any adverse consequences.